Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and competitive defibrillation lead received four shocks. Noise was noted on the rate/sense channel, and a lead issue was suspected. When the patient was checked in the emergency room, the lead measurements were normal, but the noise was confirmed. The cardiologist planned to replace the lead but was consulting with the patient's electrophysiologist.

Manufacturer narrative:
The field representative later reported that the crt-d was at elective replacement indicator (eri) battery status and was explanted and replaced with another boston scientific crt-d. The rate/sense portion of the defibrillation lead was surgically abandoned and a new boston scientific pacing lead was implanted in the right ventricle. During the procedure, the rv and df-1 setscrews were stuck and could not be loosened. Angling the wrench resulted in the tip breaking off and becoming stuck in a setscrew. Technical services discussed methods for removing the leads when the setscrews were stuck. The field representative later reported that the setscrews were not actually stuck, but the physician had forgotten to loosen them. The leads were then easily removed and the procedure successfully completed. The explanted device was not returned. No adverse patient effects were reported.